Event description:
This lead was explanted and replaced due to intermittent loss of capture due to dislodgment. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a deformed fixation helix. Damaging the fixation helix requires the presence of mechanical stress. Tensile forces during the explantation procedure should be taken into consideration. Furthermore the analysis revealed deformations of the proximal shock coils which occured most likely during the explantation procedure. In summary, the fixation helix was deformed. The analysis did not reveal any sign of a material or manufacturing problem.